Manufacturer narrative:
Product complaint # (B)(4). Corrected h6. Medical device problem code. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was reviewed and it was noted there were several deep scratches and gauges on both devices. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During preparation of the proximal humerus for the cta head the reamer guide was mounted on to the humeral stem. While reaming with the cta-head-reamer, the reamer suddenly blocked in the reamer-guide. This turned pressure on the humeral stem and generated a fracture of the proximal humerus. This fracture had to be fixed with sutures. The operation could be completed.